Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that the ventilator sounds louder than normal. Based on the log analysis a ventilator failure occurred due to a negative airway pressure. No injury reported.

Manufacturer narrative:
It was reported that the ventilator sounds louder than normal. On the date of event (2024-07-08) an entry indicating a negative airway pressure was found. In such case, the ventilator is temporarily stopped as a precaution while the ¿ventilator fail¿ alarm is given. Since the log entry was only found once on the reported date of event, it was concluded that most likely a patient activity, such as coughing, was the root cause. Dräger finally concludes that the device behaved as specified upon the detected pressure situation and the device alarmed accordingly to alert the user. During inspection on site the reported louder sound could be traced back to the bearings of the motor. Therefore, it was recommended by the technician to replace the ventilator assembly and ventilator lid. In the course of additional questions we were informed that the customer plans to retire the unit as it is already 21 years old so that no further repair actions are planned. The identified wear and tear effects responsible for the louder sound are not in context with the found error entry indicating a negative airway pressure. For both topics, the number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator sounds louder than normal. Based on the log analysis a ventilator failure occurred due to a negative airway pressure. No injury reported.